Manufacturer narrative:
(B)(4)

Event description:
It was stated that a physician "tried to improve the device" and "messed it up" and now the pt no longer has a working device. He felt no stimulation. Further info is being requested from the hcp.